Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site. On (B)(6), 2013, the patient was prescribed bactrim (dosage and duration not reported). Due to reported side effects from the bactrim, the patient discontinued use and was prescribed doxycycline (date, dosage and duration not reported). On (B)(6), 2013, the patient was prescribed ciprofloxacin (dosage and duration note reported). The implanted device remains.